Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported when the sensor cable connected to the intra-aortic balloon (iab) sensor module, arterial pressure could not be taken. Transducer was used instead to take arterial pressure to continue therapy. No patient injury was reported. It was noted that there is no malfunction with the iabp.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender and pressure tubing were also returned. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported when the sensor cable connected to the intra-aortic balloon (iab) sensor module, arterial pressure could not be taken. Transducer was used instead to take arterial pressure to continue therapy. No patient injury was reported. It was noted that there is no malfunction with the iabp.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported when the sensor cable connected to the intra-aortic balloon (iab) sensor module, arterial pressure could not be taken. Transducer was used instead to take arterial pressure to continue therapy. No patient injury was reported. It was noted that there is no malfunction with the iabp.